Event description:
A consumer, a registered nurse, reported allegedly sustaining a burn injury while using the vicks steam inhaler (model vih200). During the fifth use, the base allegedly did not lock securely, and when picking up the device, it separated spilling hot water onto her right upper thigh. She reported immediate burning, followed by blistering and scarring. The burn was described as approximately the size of a pie. No medical treatment was sought; the injury was self-treated with assistance from her daughter. The instructions for proper use have clear warnings that state "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", "do not move, lift, shake, tilt or disassemble while in operation or if it still contains hot water", as well as "allow the appliance to cool for at least 20 minutes before moving or refilling it". Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.